Event description:
It was reported, the patient underwent surgical revision/replacement of their leads. The right lead was no longer functional (unspecified malfunction), and the left lead had migrated. Following the revision the therapy was working well. The patient was at home in good condition.